Event description:
It was reported that a sensed ventricular event was marked inappropriately during a paced atrial event on the stored electrogram. No changes were made to the device. The patient is scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.